Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, excessive no delivery test and displacement test. The device was unable to prime during prime test due to faulty force sensor resistor. No unexpected weak battery anomaly noted. The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window. The device turns on properly when installing battery cap. No unexpected unit turning off or blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that a piece was missing from battery cap causing display screen to be blank when battery was changed. Insulin pump would need to be replaced. Customer's blood glucose was 9.4 mmol/l.